Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. The pump also had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a normal basal delivery. The customer tried to clear the alarm and was unable to. The insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.